Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received multiple inaccurate fill estimates displayed on the insulin gauge intermittently. The customer's blood glucose reached 88 mg/dl. Reportedly, at the time of the reported issue the customer's insulin gauge displayed an accurate fill estimate.